Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "recent ultrasound and MRI has confirmed intracapsular rupture of the right implant." Later physician reported "patient presented with recent history change in shape and fullness on right side. No associated trauma. Patient attended for ultrasound performed (B)(6) 2019 confirming right sided intra-capsular rupture. Patient was then sent for MRI confirming same." The device remains implanted.

Event description:
Device has been explanted.

Event description:
The device remains implanted.

Event description:
Device has been explanted.